Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. The sheath passed all leak testing and microscopy did not reveal any damage to the valves. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. No problem was detected, the sheath passed all leak testing and microscopy did not reveal any damage to the valves.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that faradrive was checked and flushing of the faradrive was performed. Later, during the insertion of the farawave catheter, bubbles appeared in the flushing line of the faradrive. The flushing method used was a pressure bag. The wire was inside the farawave catheter, aligned with its tip. No bubbles were seen in the patient. The faradrive was replaced with a new one, and the procedure was completed. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that faradrive was checked and flushing of the faradrive was performed. Later, during the insertion of the farawave catheter, bubbles appeared in the flushing line of the faradrive. The flushing method used was a pressure bag. The wire was inside the farawave catheter, aligned with its tip. No bubbles were seen in the patient. The faradrive was replaced with a new one, and the procedure was completed. No patient complications have been reported. The product is expected to be returned.